Event description:
It was reported that during a scheduled removal of a wound drain placed during a cholecystectomy performed in 2006, the drain connecting tube broke leaving a piece of the device inside the patient. The broken section was located just under the insertion site. The patient was taken back to surgery for removal of the indwelling drain portion via a laparoscopic procedure. The patient tolerated the procedure well and has since been released. No further complications were reproted.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The incoming quality control records were reviewed and the records showed there have been no rejects written for this type of issue. The inspection data showed tensile values exceeded the minimum break strength permitted by the specification. A caution statement in the instructions for use specifies not to put additional punctures or perforations in the drain. Precautions to avoid the possibility of drain damage or breakage include: avoid suturing through drains; drains should lie flat and in line with the skin exit path; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked for free motion during closure to minimize the possibility of breakage; drain removal shoul be done gently by hand; drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states "surgical removal may be necessary if drain is difficult to remove or breaks". 1069, 2365 and 2357 = 'l'. Baseline report previously filed.